Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
On (B)(6) 2016, tha surgery using metal augmentation and trident was performed. Six weeks after the surgery, trident loosened during the rehabilitation on (B)(6) 2016. Then, the revision surgery was performed using the cement cup and mesh on (B)(6) 2016. During the revision surgery, no engraftment of bone nor weak fixation of the metal augment was found.

Manufacturer narrative:
An event regarding loosening involving a trident shell was reported. The event was confirmed. A review of the provided x-rays by a clinical consultant also confirmed shell malposition. Method & results: -device evaluation and results: material analysis was not performed as the subject device was not returned. -medical records received and evaluation: a review of the provided x-rays by a clinical consultant concluded: "- there is no evidence for device-related factors. The problem was related to lack of adequate bone support for the device contributing to an overload condition during daily movements of the hip that could not be neutralized by either augment or cup due to their respective locations. This pi case is not device-related." "Procedure-related factors: - position of the cup far superior of the teardrop. - position of augment rather central over the cup leaving the superior cup rim unsupported. Patient-related factors: - severe bone defect condition prior to arthroplasty. Device-related factors: - none. Diagnosis: - the position of the cup far superior of the teardrop in combination with an augment located rather central over the cup leaving the superior cup rim unsupported has lead to an overload condition on the cup during chair raising maneuvers or similar movements where huge forces in antero-posterior direction are generated for which the present cup/ augment construction provides no neutralization of forces." -device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: a review of the provided x-rays by a clinical consultant concluded. "The position of the cup far superior of the teardrop in combination with an augment located rather central over the cup leaving the superior cup rim unsupported has lead to an overload condition on the cup during chair raising maneuvers or similar movements where huge forces in antero-posterior direction are generated for which the present cup/ augment construction provides no neutralization of forces" no further investigation for this event is possible at this time. If further information becomes available this investigation will be re-opened.

Event description:
On (B)(6) 2016, tha surgery using metal augmentation and trident was performed. 6 weeks after the surgery, trident loosened during the rehabilitation on (B)(6) 2016. Then, the revision surgery was performed using the cement cup and mesh on (B)(6) 2016. During the revision surgery, no engraftment of bone nor weak fixation of the metal augment was found.